Event description:
The customer reported to olympus that the evis exera iii video system center had a color bar displayed instead of the endoscopic image making different colors on the screen during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. Three attempts to follow up were made and a response was received from the customer advising that the issue revolved around a loose cable and the processor is working fine now. No further details were provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.